Event description:
It was reported that during a trochanteric fixation nail procedure, the blade guide sleeve, buttress/compression nut and the 130 degree aiming arm became stuck together and would not come apart. There was no time delay and the procedure was completed. The patient was unharmed. This is 2 of 3 reports for com-(B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Device is an instrument, not explanted/implanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The lot number is unknown therefore a review of the device history record could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the 357.371 buttress/compression nut, for use with blade guide sleeve with unknown lot number was received intact. The device is in fair condition with markings along the outer knurled edge of the device. Per the technique guide, the 357.366 130 degree aiming arm, 357.369 blade guide sleeve, and 357.371 buttress/compression nut are instruments routinely used in the titanium trochanteric fixation nail. The returned 357.366 130 degree aiming arm shows mild wear including a few hammer marks. The device was returned and reported to have become stuck to the returned buttress/compression nut and blade guide sleeve. This condition is unconfirmed; the device was returned unattached to the two other devices. It is likely that blood or another substance may have hindered the attempt to detach the blade guide sleeve from the aiming arm and led to the complaint. The drawing for the device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The returned 357.371 buttress/compression nut is in fair condition with markings along the outer knurled edge of the device. The returned 357.369 blade guide sleeve is in good condition showing few nicks along the threading and several scrape marks along the unthreaded distal portion of the device. The device was returned and reported to have become stuck to the returned blade guide sleeve and 130 degree aiming arm. This condition is confirmed; the buttress/compression nut is stuck at the proximal end of the blade guide sleeve. It is likely that hammer strikes and marks along the threaded portion of the blade guide sleeve have prevented the buttress/compression nut from properly moving along the length of the device. The drawings for the devices were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that misplaced hammer strikes caused deformation in the threading of the blade guide sleeve leading to this confirmed complaint; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.